Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen. At an unspecified date, the patient experienced severe pain in her stomach, called 911, and emergency medical services (ems) arrived and transported her to the hospital [presumed to mean emergency room]. The doctor informed her she ¿has a needle or something inside¿ her abdomen and performed an unspecified procedure and removed an unidentified object from the abdomen. After the procedure the patient noted she was bleeding and it left a hole on her stomach. The patient surmised the wire had been removed. The patient was discharged home with an unspecified oral antibiotic medication. On (B)(6) 2022, follow up contact was made with the patient to check her status, and she asked them to contact the nurse at the outpatient wound clinic. The nurse stated the patient developed an infection at the surgical incision site and was seen at their clinic on (B)(6) 2022. They performed an incision and drainage procedure and the patient had received weekly wound debridement with local anesthesia at the clinic over a 6 week period. The patient also received home health wound care visits every other day. At the time of the follow up contact, the patient was actively receiving wound care treatments and is still experiencing some pain at the insertion site. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.